Event description:
It was reported the surgeon implanted the device and noticed a circumferential band about 2mm above the union of the conduit graft and the valve cuff that bled for an extended time. Add'l info has been requested.